Manufacturer narrative:
(B)(4). Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9346131. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: no actual sample returned, the specific leakage point cannot be confirmed. Checked the batch record of this lot, no abnormal found on in-process inspection, fg inspection and machine troubleshooting records. Leakage test the 2 retained samples, all passed. No same complaint was received from the complaint lot. No defective sample returned, and no abnormal found on process. Due to the unknown usage during the period, the root cause of leakage during indwelling needle infusion cannot be confirmed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a catheter adapter/connector/hub defective/deformed/molding issue, and leakage. The following information was provided by the initial reporter: when using the indwelling needle for infusion, it was found that there was a crack at the junction with the infusion set, which caused the leakage of the liquid, resulting in the waste of the liquid. The indwelling needle was replaced to complete the infusion treatment.